Event description:
A caller reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and did not respond to input, although the screen was not physically damaged. The customer experienced a high blood glucose level due to this issue, but the specific value was unknown. The customer planned to use multiple daily injections (mdi) shortly and did not require assistance from a third party. Technical support provided instructions for a pump reset, and the caller chose to reset the pump at that time, which resolved the issue.